Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation. And the evaluation was completed. An olympus field service engineer (fse) visited the site and found, that the power switch was stuck. It therefore, surmised that phenomenon ¿power switch is stuck at on position¿, occurred because the power switch was stuck. There was no health damage to patients. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center on/off button was stuck and the device could not be turned off. There were no reports of patient harm.